Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and the incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Fill volume: 600ml and flow rate: 8 (4 and 4ml/hr). (Procedure: small bowel resection). (Cathplace: high side, below xiphoid process). Pump infused in 48 hours instead of 75 hours. No adverse event occurred. Placed (B)(6) 2011 and removed (B)(6) 2011. Date of event: (B)(6) 2011. Labeled fill volume: 600ml. Maximum fill volume: 750ml. Saf flow rate: 1, 2, 3, 4, 5, 6, 7 ml/hr. The infusion delivery time is 75 hours when filled to the labeled volume and flow rate.